Event description:
Same case as manufacturer's report # 6000093-2006-01497 and 6000093-2006-01495. It was reported that 117 days after implantation of a 3.5x12mm, 3.5x20mm, and a 3.5x32mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the right coronary artery (rca). A pre-intervention percentage of stenosis was not reported. Percutaneous transluminal coronary angioplasty (ptca) was performed using a 2.5x12mm quantum maverick balloon. A 3.5x32mm taxus stent was deployed at 18 atm in the region of the lesion followed by the deployment of a 3.5x12mm taxus stent, and a 3.5x20mm taxus stent. A post-intervention residual stenosis percentage was not reported. The patient received heparin, reopro, and intracoronary nitroglycerin during and plavix after the procedure. The patient presented 117 days after the initial procedure with a 100% in-stent restenosis in the mid rca. The vessel was pre-dilated with a 2.5x15mm quantum maverick balloon. An atherectomy was performed using a 3.5x15mm cutting balloon. A 3.5x16mm taxus stent was deployed in the region of lesion. The patient received plavix prior; and heparin, reopro, and intracoronary nitroglycerin during the procedure. It was reported that there were "no complications."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.